Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was chipping off. The plastic ring around the reservoir compartment came off and is hanging on the tubing. The reservoir was loose. They were unsure how the damage occurred. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display windowcorners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked lcd window and missing o-ring reservoir tube. Unit passeddisplacement test. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.